Manufacturer narrative:
No product was returned for this complaint. Therefore, no device investigation could be done. Batch information was provided so analysis of manufacturing records yielded no abnormalities. Repeated inquiries to gather more information about this case have not resulted in any additional information beyond what is listed in this report at this time. The following sections of this report have been left blank due to the information being unavailable or nonapplicable:

Event description:
On (B)(6) 2021 it was reported from a surgalign rep that "screws backing out at c6 per x-ray on 3/31/21. Locking mechanism was broken/disengaged on 2 screws. C6 had broken off. Had disengaged completely on c4. Surgery needed specifically due to screw back out/plate failure".